Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the printed circuit assembly (pca) axes controller platform backplane (acpb), henstler encoder with tether, axis1 cable jnt sensor to acpb, axis1 brake cable to acpb set up structure (sus) to correct the issue. The system was tested and verified as ready for use. Isi did receive the pca acpb involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported repeated faults with the robot before a case began. The technical support engineer reviewed the system logs and identified a fault code 32100 related to the gantry. Before contacting support, the customer had attempted a standard power cycle, but the system continued to fault each time. The tse then instructed the customer to perform a hard power cycle, but the robot faulted again upon powering up. The boom was fully retracted and unable to move outward, and the customer did not have a backup system available to complete the case. Subsequently, another hard power cycle was attempted, but the boom was not positioned to allow for docking. The caller decided to continue using the vision tower for laparoscopic surgery, while the robot remained in a down status and could not be used as the cart was stowed. There was no patient involvement.

Manufacturer narrative:
Isi did receive the printed circuit assembly (pca) axes controller platform backplane (acpb) involved with this complaint and performed the failure analysis. In artemis, this error 32100 was found indicating an ivmon fault and also confirmed that this fault did occur in the field. This acpb pca assembly was installed, programmed, and tested on the pca golden system, run 15x power cycles with no issue on startup and no errors or failures were triggered. This acpb remains on the system overnight idling in normal mode with no issue. Additional tests were performed all tests passed. Reviewing the history logs, replacing a damage brake axis 1 cable resolved the issue. As a result of this test, failure analysis concluded that no root cause could be attributed to the reported event with this acpb pca.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The hengslter encoder with tether, axis 1 joint sensor to acpb cable, and axis 1 brake to acpb cable are field scrap items and will not be returned to isi for further investigation. The root cause is attributed to a damaged axis 1 brake to acpb cable. This issue may be resolved by fse service of the system to replace the affected part.